Event description:
Clinic notes stated that the patient feels like her seizures are becoming more frequent. Assessment notes that the battery is at end of life although no exact battery status was provided. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent battery replacement surgery. Per the explanting facility's protocol the device is not available for return for analysis. No additional relevant information has been received to date.

Event description:
It was reported that the patient's generator was at 18% about a year ago and she has had an increase in seizures which the patient feels like is due to her vns being completely dead. The patient was recently seen at the hospital for multiple types of seizures.

Manufacturer narrative:
F10. Adverse event problem, health effect-impact code; corrected data; supplemental MDR #2 inadvertently omitted impact code.